Event description:
Patient had temporary pacemaker s/p valve replacement. Patient was pacemaker dependent on post operative day 1. Cardiac monitor showed asystole and compressions began. Battery in temporary generator were changed and pacing resumed. New battery had been inserted when the temporary generator was attached immediately post-operatively.